Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp was observed to have variable capture thresholds and varying impedance values upon fixation. The procedure was completed using an alternate lp on 2 jul 2026. There were no patient consequences.